Manufacturer narrative:
Investigation evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use, specifications, trends, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device confirmed damage to the fiber. The white sheath was kinked 2cm from the distal tip. Black charring is visible inside the white sheath at the kinked area. The length of the returned proximal segment including the plug assembly measures 152 cm. This indicates approximately 150cm of the distal segment was not returned for analysis. A review of the device history record found no non-conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: do not bend at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. A review of relevant manufacturing documents was conducted. The device is inspected for proper device function during manufacturing. No nonconformance's were noted on the device history record. A complaint search found no additional complaints related to the lot noted in the complaint. Based on the information available, there is no indication of nonconforming product in the field. The most probable cause of this event has been contributed to improper handling of the fiber. The reported issue of the fiber breaking in the middle is confirmed based on the device analysis and customer testimony. The cause of the damage is unknown. The risk analysis for this failure mode was reviewed and no additional escalation was recommended. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Occupation: procurement analyst. PMA/510k # k133788. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an ureteroscopy and holmium laser lithotripsy using a cook® single-use holmium laser fiber, the laser fiber broke. The break was described as being about an inch into the white protective sheath on the distal end, and occurred as soon as the pedal was pushed (first use of power). The fiber was inspected for damage prior to use. The procedure was completed successfully with a second fiber. The patient did not experience any adverse effects as a result of this alleged product malfunction. No unintended section of the device remained inside the patient's body. The patient did not require any additional procedures as a result of this occurrence. Additional patient information was requested. The customer declined to provide this information due to patient confidentiality.